Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported that during a stent assist coil embolization to the right middle cerebral artery, before an EU 4.5x22mm stent 12 mm dw tip (enc452212, 7187289) was released, when adjusting the position of the stent in the microcatheter, the stent could not advance or could not be withdrawn backward. After several attempts, to avoid the use of force would lead to inaccurate stent release, so the whole system was withdrawn from the body. A new stent was changed to complete the surgery. There was no patient injury report. Additional information received indicated that the introducer was fully seated and secured in the hub. The device was not torqued. It is unknown if there was evidence of physical material within the device. A prowler select plus microcatheter was used (606s255x/lot number unknown). It was necessary to remove the mc with the enterprise. The resistance was first felt at the distal catheter. Other devices were not successfully used with the concomitant device prior to or after the encountered resistance. The replacement stent was of the same size as the original one (4.5mm x 22mm). There were no delays in the procedure due to the event. It was noted that the vessel was ¿slightly bent¿. A non-sterile delivery wire of an EU 4.5x22mm stent 12 mm dw tip was returned contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that only the delivery wire and the introducer were returned for evaluation; they were found to be undamaged. The issue documented that the stent became impeded in the microcatheter could not be tested since the stent had already been released from the unit. The stent must be inside the introducer to perform the functional analysis. The stent detachment was not originally documented in the complaint; it might have gotten lost during the post-operative handling of the device; however, the exact time of the stent detachment cannot be conclusively determined. With the limited evidence available, the customer complaint cannot be evaluated. The event description and device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 7187289. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as the reason for non-evaluation. If the device returns, a device investigation will be performed. This information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00667.

Event description:
Impeded in microcatheter. It was reported that during the procedure, before the stent was released, when adjusting the position of the stent in the microcatheter, the stent could not advance or could not be withdrawn backward. After several attempts, to avoid the use of force would lead to inaccurate stent release, so the whole system was withdrawn from the body. A new stent was changed to complete the surgery. There was no patient injury report.